Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son reported via phone call that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis with blood glucose of 800 mg/dl. The customer's current blood glucose is 206 mg/dl. The customer¿s another blood glucose level was 336 mg/dl. Troubleshooting was declined due to no battery in the insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.